Manufacturer narrative:
An investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of inspiring smiles that a glidewell ht implant ø4.3 x 8 mm placed at implant location #19 appeared to encroach on the mandibular branch of the mandibular trigeminal nerve. The patient was reported as a 62-year-old female with a medical history of diabetes. Bone quality was reported as type ii and oral hygiene was reported as good. The event reportedly occurred within three weeks of implant placement. The implant was placed on (B)(6) 2026 and was removed on (B)(6) 2026. No additional information was provided.